Manufacturer narrative:
The reported event of ¿lead did not give any parameters¿ was confirmed. A complete lead was returned in one piece. Visual and x-ray examination did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted between conductors due to the over torqued inner coil inside the connector region consistent with procedural damage. The cause of the reported event was isolated to the coil being over torqued in the connector pin region.

Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the lead exhibited unsatisfactory parameters. The lead was not used and replaced. The patient was in stable condition.